Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door was not unlocking. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door was failing. A field service engineer found that there was no failure of the door, cleaned the contacts, applied the enhancer, secured the connections and tested the door in hardware test application. The system functioned as intended after the field service engineer investigated the device.